Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot#, implanted: (B)(6) 2007, explanted: unk; extension: model 3095-10, serial#, implanted: (B)(6) 2012, explanted: unk.

Event description:
It was reported that the patient's system was removed due to infection about two weeks after the initial implant. The patient was reimplanted in (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.